Event description:
During a technical assistance call with a baxter technical service representative (tsr), a home patient (hp) stated she had not replaced the drain line extension for two days. The tsr had the hp replace the drain line, and then continue therapy. During a follow-up with the hp regarding the reported problem, she stated that the replacement of the drain helped her to continue therapy as normal. She stated she had not talked to her nurse regarding the reported problem. The hp stated that she has been changing her drain lines daily since the call. She has not had any further problems. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint was confirmed based on information provided by the patient; drain line extension sets were reused. However, the cause of the user error was undetermined. The label review found the patient at home guide to be adequate for the use error in this incident.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.